Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) was said to have possibly been deployed intravascularly causing a superficial femoral artery (sfa) occlusion. After completion of the initial procedure, the patient was brought back into the post-op area and additional percutaneous transluminal angioplasty (pta) and aspiration was performed using a catheter. It was noted that, upon aspiration, there was suspected sealant pulled with the catheter. The device had been deployed and thrown away. The type of procedure the mynx vcd was used in was an interventional peripheral procedure. The procedure used a retrograde approach. The deployer¿s was mynx certified rcis. The sheath introducer used was a non-cordis device. The femoral site was shaved and then prepped using sterile technique. The femoral artery¿s suitability was verified on angiography, and the insertion angle was 45 degrees. The vessel diameter was verified by intravascular ultrasound (ivus) catheter in the mid sfa to be 5.0-6.0mm. The diameter of the femoral artery at the insertion site was not measured. There was no tortuosity at the femoral access site. The stick locations were the left common femoral artery and right common femoral artery. There was a lesion/stenosis at the puncture site. Hemostasis was achieved using a mynx closure for the left femoral arterial access, manual compression for right femoral arterial access. The patient was admitted to the hospital two days post-procedure due to complications related to the procedure for an unknown duration. Contrast/imaging was used to confirm balloon placement. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. There was one sheath exchange. Both sheaths were non-cordis devices. A procedural sheath that was greater than 7f was not used prior to introducing the mynx. The vessel was not less than 5mm. Treatment was given to restore distal blood flow. Two images of the patient¿s superficial femoral artery/popliteal artery were received. The first image was reportedly taken after deployment of the mynx control sealant, prior to intervention of a suspected superficial femoral artery (sfa) occlusion. This angiographic image shows a filling defect around the distal sfa. However, it is not clear what is causing the filling defect. Due to lack of collateral vessels around the area of the filling defect, this condition is likely acute. The second image was reportedly taken after intervention was completed. This image shows blood flow restoration to the distal sfa; however, there appears to be a partial filling defect in the popliteal artery as well. The device was not returned for analysis. A product history record (phr) review of lot f1908103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis and procedural images could not confirm sealant placement inside the artery. Additionally, the reported ¿occlusion¿ could not be confirmed through picture analysis; however, a filling defect was noted. The exact cause of the filling defect experienced could not be conclusively determined. An sfa occlusion is a known potential complication following an interventional peripheral procedure and is listed in the mynx control instructions for use (IFU) as such. An occlusion in the sfa/popliteal artery after closing a retrograde access site at the femoral artery can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. It was reported that the patient experienced complications from the occlusion two days after the procedure; however, occlusions from intravascular deployments a sealant are usually noted before discharge, usually found when checking pedal pulses, etc. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information provided, it is possible that vessel characteristics (a lesion/stenosis at the puncture site) may have contributed to the occlusion reported (possible intravascular deployment) since pvd/calcium at the vicinity of the arteriotomy can dislodge distally and further impede flow through time. Additionally, if the sealant did deploy intravascularly, a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/ vein. Neither the phr review, procedural films nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Concomitant medical products: 5 french rim diagnostic catheter merit, 5 french x 55cm raabe sheath cook, quickcross 0.035x 150mm phillips, 0.014 viper flex tip csi, ivus catheter 0.014 phillips, 1.5mm classic csi atherectomy catheter csi, saber 2.5mm x 300mm balloon cordis, 5mm x 300mm saber balloon catheter cordis. 5 french mynx control cardinal health. 0.018 gold tip glide wire terumo. Cook needle 18 gauge for access, 5 french x 10cm terumo sheath, 0.035 x 260mm stiff angled glidewire terumo, presto inflation device bard, torque device terumo. Choice pt 0.014 x 300 cm boston scientific wire. 4 french rim 65 cm catheter, seeker 0.018 seeker support/exchange catheter. Low profile aspiration catheter & kit. Inquire 0.035 guide wire 260cm asa 81mg, plavix 75mg, heparin during intervention.

Event description:
As reported, a 5f mynx control vascular closure device was said to have possibly been deployed intravascularly causing an sfa occlusion. After completion of the initial procedure, the patient was brought back into the post-op area and additional pta and aspiration was performed using a catheter. It was noted that, upon aspiration, there was suspected sealant pulled with the catheter. The device had been deployed and thrown away, so will not be returned for analysis.